Event description:
It was reported that a clearlink system continu-flo solution set tubing "fell apart". Upon further inspection, the tubing was observed separated from the clearlink y-site joint. The separation occurred when setting up the infusion prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11. Correction: f10/h6: component codes (replace g04078 with g04135). H11: the device was received for evaluation. A visual inspection using the naked eye was performed, and a separation between the assembly of the second y-site clearlink in the upstream part and the tubing was observed. There was a lack of solvent in some areas of the tubing, and there is a potential low insertion per the marks of the tubing. Dimensional testing was performed on the tubing and clearlink y-site housing and was found to be within the product specification range. The reported condition was verified. The cause of the condition was due to improper manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.